Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that the device delivered less medication than expected. On an unspecified data and time the device was programmed to deliver to a homecare pt an unspecified chemotherapy medication, with a rate of 5.4ml/hr, with a vtbi (volume to be infused) of 250ml, for a duration of 46 hours. After 49 hours it was reported the delivery was complete instead of the expected 46 hrs. At that time, the display indicated 244.4ml had been delivered instead of the intended 250ml. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. During testing at the user facility, the customer contact reported the device passed testing for delivery accuracy. No add'l info was provided.